Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 intellis recharger (s/n (B)(6) ) revealed that controller wont power on when recharger telemetry module (rtm) is plugged in. There was an error fail t5001 (get manufacture struct command and response), suspect overmold cable defective. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) mentioned they "needed a li battery pack for their controller immediately." Pt mentioned their controller had displayed "replace controller batteries soon" message when charging their ins several times since "probably" prior to christmas. Now, the controller went blank/unresponsive. Pt said they had performed a li battery reset on the controller, but reset did not resolve issue. Pt said they were charging their ins from 60-80% prior to the controller going blank/unresponsive, but the recharger antenna took at least 2 hours to charge the controller from 60-80%. During the call, the pt performed a hard reset on the controller and controller responded. The pt confirmed the green light was blinking on the controller. Pt unlocked their controller and the controller displayed the "batteries" screen with ins at 80% charge and controller charge at 70%. Pt then attempted to initiate a charging session of their ins, but when they plugged their recharger antenna into the controller, the "position the recharger" screen never appeared. The controller remained on the "batteries" screen. The pt unplugged and plugged back in the recharger antenna, but the controller remained on the "batteries" screen. The pt inspected the recharger antenna plug, cord and the controller port, but no damage was detected. The patient was sent a replacement recharger (rtm). No symptoms were reported. Additional information was received from the patient. It was reported that pt stated they were getting signals for several months that they needed new batteries/replace controller battery soon icon. Pt stated that a recharger was sent and yesterday saw a message that something was wrong. Pt did not know the exact message, however, the ins was charged fully after doing a reset. Pt stated that it took longer to charge their ins, and that it was taking 1.5 hours instead of 45 minutes. Pt states their ins is less full as well. The manufacturer's patient services specialist (pss) reviewed a reset. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller.